Event description:
The customer reported that there was a failure of the monitor to alarm for a 30% drop in spo2. No patient harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that there was a failure of the monitor to alarm for a 30% drop in spo2. No patient harm was reported. The customer stated that the spo2 parameter alarm had been turned off, and that he wanted to change this functionality so that users would not have the capability to disable alarms. The philips clinical support engineer explained that it is not possible to prevent spo2 alarming from being disabled. There was no device malfunction. No further investigation or action is warranted.